Event description:
It was reported to philips that the capacitor was faulty and needed replaced.

Event description:
It was reported to philips that the capacitor was faulty and needed replaced. The customer called regarding purchasing replacement capacitor. The customer was shipped a replacement capacitor to resolve the reported issue. The device remains at the customer site and no further evaluation is required at this time.